Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 55840019590, 510k # k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, post operatively the patient developed kyphosis and had pseudoarthrosis at l5-s. It was found that the placed 9.5×90 mm screw in the left side of s2ai was broken at the base of the screw head. Reportedly the patient developed pain. On (B)(6) 2017 the patient underwent revision surgery for removal of screw and posterior spinal fusion for extension of fixation range. The broken screw was left at s2ai because removal instrument could not be used due to the size of the 9.5×90 mm screw. Four 6.0mm ccm rods were used and iliac screw(s) were added on the both sides of t12-iliac.